Manufacturer narrative:
The cases in the literature article performed between (B)(6) 2013 to (B)(6) 2014; the exact date of the event being reported in unknown. - attachment: [dr. (B)(6)_ interventional neuroradiology 2015, vol. 21(2) 155¿160.pdf] subject device not available to manufacturer.

Event description:
It was reported that during the treatment of an anterior communicating artery (acoa) aneurysm, the subject balloon deflated spontaneously due to leakage. This leakage was probably due to the irregular profile of the microguidewire tip, which does not perfectly obstruct the balloon catheter tip. The issue was reportedly resolved by re-adjusting the placement of the microguidewire.